Manufacturer narrative:
Update to a2. Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. 3mensio imagery was provided that showed that the patient access vessels had the presence of calcification and tortuosity. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was unable to be confirmed as no device nor relevant imagery was provided. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "after the valve exited the sheath, it was noticed that a strut or struts of the sapien valve were flared out at a 90-degree angle" and the perceived root cause was "assumed a leading strut caught a piece of calcium through the seam of the sheath". Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". In this case, it was reported that the patient's access vessel had presence of calcification; and also, tortuosity per 3mensio. The presence of calcification and tortuosity can create a challenging pathway during delivery system advancement, leading to resistance. In this case, it is possible that the valve strut interacted with a piece of calcium while advancing through the sheath. High push force was likely applied to overcome the resistance while advancing the delivery system, which likely resulted in the valve tearing through the sheath and also bending the valve strut outward as reported. In this case, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (high push force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
(B)(4).

Event description:
Per the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra resilia valve, after the valve exited the sheath, it was noticed that a strut or struts of the sapien valve were flared out at a 90-degree angle. The decision was made to proceed with the procedure, taking care to stay away from the aortic wall. The valve was deployed in the usual fashion without incident. The patient is doing fine.